Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the connectors on the external pulse generator (epg) were broken. It was also determined at analysis that the epg failed the incoming test due to a backlight on/off difference. The hanger assembly was worn, and the battery had low voltage. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on the external pulse generator (epg) were broken. The external pulse generator (epg), was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.